Manufacturer narrative:
23-jul-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
At the doctor waiting to be seen for the tampon that fell apart inside of me [foreign body in reproductive tract]. Tampon fell apart [device breakage]. Case description: consumer sent e-mail stating the tampon fell apart inside her. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
At the doctor waiting to be seen for the tampon that fell apart inside of me [foreign body in reproductive tract]. Tampon fell apart [device breakage]. Consumer sent e-mail stating the tampon fell apart inside her. No serious injury was reported.